Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field r-wave (ffrw) oversensing was noted on the right atrial (ra) lead. It was also reported that oversensing of the ra channel and intermittent undersensing were noted on the his bundle (right ventricular) (rv) lead. Both leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.